Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
Failure analysis lab technician was unable to verify the customers reported issue. The pcba operated without fault and there are no recorded failures. The suspect component passed all testing and met all vyaire manufacturer specifications.